Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09115. The patient received the scs system on (B)(6) 2004. It was reported that the physician explanted patient's entire system as it was non-functional. The patient reported that the programmer located the ipg but she did not feel stimulation. The explanted product was returned to sjm for analysis.

Manufacturer narrative:
Evaluation: results: inspection of the returned lead revealed a complete cut at approximately 15cm from the base of the paddle consistent with explant damage. Inspection of an area approximately 7cm from the base of the paddle revealed all wires were broken. No damage was observed on the lead body at this location; therefore, the damage observed is consistent with the stresses the lead was subjected to while implanted. A break of all wires would explain the complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.